Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to take an ambulance to hospital because his symptoms were so bad. It was stated that patient had come home from rehab on sunday and the patient cannot walk good, has slurred speech, and a hard time understanding. Caller wanted to know if his implant could get turned off on its own. Caller was not with the patient during the call to check and see if the implant is powered on. Patient services reviewed information for the caller and redirected patient to their  health care provider (hcp).